Event description:
Event description guidant received information that this pacemaker had stored episodes of ventricular tachycardia that are actually due to noise. The noise was reproduced in the clinic when the patient put the left arm across the chest. With isometrics, there was no pacing due to noise rejection. The patient does not have any recollection of being in an environement with electromagnetic interference. There were no symptoms. The lead impedances were good.